Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that there was blood on the proximal conductor. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indic ated damage at implant.

Event description:
It was reported that the right ventricular (rv) lead was found to have high thresholds and no capture postoperative. The lead pacing amplitude was increased until the lead could be revised. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.